Manufacturer narrative:
Analysis received the unit with intermittent button response and button error alarm due to moisture damage on the keypad traces. However, the unit passed displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. There was no excessive no delivery alarm noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they received button error alarm no delivery alarms. The customer's blood glucose was 154 mg/dl at the time of incident. The customer states troubleshooting did not resolve the issue. The insulin pump will be returned for analysis.